Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator generated an error which rendered the ventilator inoperable. There was no patient connected to the device at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04oct2018. Date of manufacturer: 24aug2018. The following information was inadvertently omitted from the initial report filed on (B)(6) 2018: the customer reported that they were able to duplicate the issue by touching the cable. The customer reseated the cable. The customer reported to have run the ventilator for 24 hours and flexed the cable with no issues. The customer was advised by philips technical support to replace the cable.